Event description:
Follow up information identified the patient's ipg was replaced with a new one.

Manufacturer narrative:
1627487-05242011-002-r, 1627487-07262012-002-r & 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s stimulation turns on and off randomly. Lead diagnostics were normal. Surgical intervention may be pending to address the issue.